Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: scoliosis tethering. Event description: rep was not present for the case. When the surgeon was inserting something into the trocar the entire clear seal and the "smaller reducer portion" of the black seal "popped out" and fell into the patient. The seals were removed from patient. There was no patient injury. Product not available for return, it was disposed of by the hospital. Additional information was received via email on 20aug2021 from applied medical representative: procedure was a scoliosis tethering case. A tensioner and a tether were being put down the trocar. The case was completed with a new trocar. Type of intervention: the case was completed with a new trocar. Patient status: no patient injury.

Event description:
Procedure performed: scoliosis tethering. Event description: rep was not present for the case. When the surgeon was inserting something into the trocar the entire clear seal and the "smaller reducer portion" of the black seal "popped out" and fell into the patient. The seals were removed from patient. There was no patient injury. Product not available for return, it was disposed of by the hospital. Additional information was received via email on 20aug2021 from applied medical representative: procedure was a scoliosis tethering case. A tensioner and a tether were being put down the trocar. The case was completed with a new trocar. Type of intervention: the case was completed with a new trocar. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided and visual inspection confirmed the complainant¿s experience of a dislodged shield and a fragmented septum. Based on the description of the event and the photos provided, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Septum fragmentation is not considered to be reportable as it is unlikely to cause or contribute to death or serious injury. The event is reportable due to the shield that had dislodged in the photos provided.